Event description:
It was reported the subject device had loss of half of the image for the ultrasound signal in the endoscopy laboratory. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on ultrasonic probe, the number of missing element exceeded the standard value, displayed ultrasound image was defective with missing elements, damage on ultrasonic connector, the ultrasound image disappeared when operating the angle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasonic probe, the number of missing element exceeded the standard value and displayed ultrasound image was defective with missing elements. Due to damage on ultrasonic connector, the ultrasound image disappeared when operating the angle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.